Manufacturer narrative:
A review of the complaint history for (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for (B)(6) was performed from the date of manufacture, 21-oct-2025 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that biometric identifier (bio ID) working intermittently. A field service engineer (fse) replaced bio ID to resolve the issue. Further the user was able to access the station with fingerprint. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es biometric identifier was failed. Nursing staff reported over the last few days that the pyxis in rehab was making them use their password and get a witness because the biometric identifier required maintenance. Customer stated that problem could be solved temporarily by rebooting the device, but the issue still occurred. The customer stated that this malfunction occurred while dispensing the medication and they were unable to access/issue the medication, which caused a delay to the patient care. There were no adverse events or injuries reported based on this event.